Event description:
It was reported that during implant procedure, parameters of patient's leads were not stable. It was also noted that the helix of both leads was not able to be retract. The leads were not implanted during procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Visual and x-ray examination did not find any other anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. No anomalies were found.